Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148576. It was reported to abbott, a patient presented in recovery after implant with facial weakness. The patient was transported to the ER. Two weeks later, the rep reported the patient¿s system subsided. The scs system remained implanted. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following the patient's permanent scs implant procedure on (B)(6) 2024, the patient was experiencing facial weakness. The patient was later transported to the ER for assessment. The patient's symptoms have reportedly subsided since the initial incident.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.